Manufacturer narrative:
During treatment of a re-canulation of a basilar tip aneurysm, two non-cordis 2x1 hydro-soft coils kept getting stuck in the prowler 14. They were taken out and insertion of a traxcess guidewire, followed by a silver speed 10 guidewire and a .008" mirage was attempted. The three guides could not pass at the same point as the coils. The third and final wire, the mirage, was stuck in the prowler and it could not be removed from the prowler. There was no patient injury; the procedure was not able to be completed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Preliminary analysis was performed prior to decontamination. The unit was received with a wire in the lumen of the microcatheter, a torque device attached to the proximal end of the wire and no rhv connected to the microcatheter. An initial assessment was made by pushing the wire in and out of the microcatheter lumen with the devices as received. The wire was advanced and retracted approximately 6 inches in and out of the microcatheter lumen from its initial position inside the microcatheter. No resistance was noted at first, but resistance increased after the 5th cycle. The wire was then removed out of the microcatheter and visually inspected. No damage to the wire was noted. No visible damage to the outside surfaces of the microcatheter was noted. The lumen of the microcatheter was flushed and a large particle resembling a cylinder was noted coming out of the lumen. Smaller particles were also seen. Additional analysis was performed after decontamination of the microcatheter. With inspection of the microcatheter compressed and flattened sections were noted on the distal shaft; however, it was determined that these were created post receipt handling/processing. The ID band of the hub was removed to review the junction between the hub and the microcatheter shaft to assess for any obstructions. The hub (ID) inner diameter was inspected. No obstructions or anomalies were note with inspection of the hub. The ID of the microcatheter was measured and it was found within specification. The microcatheter was flushed using a lab sample syringe and no anomalies were observed. Then a 0.014" agility guidewire (cordis lab sample) was inserted via the distal end of the microcatheter and it advance smoothly, until it passed through the compressed and flattened section, where some friction was experienced. However, it could pass to the end of the hub. The guide wire was removed without any abnormality and then was inserted through the hub and the same situation was experienced. The microcatheter was cut longitudinally to look at the inner lining to determine if there were any abnormalities with the inner lumen of the catheter that may have contributed to the complaint. No damages such as (ptfe) polytetrafluoroethylene (teflon) damages or exposed braid were observed. Analysis of the foreign material which contributed to the initial resistance during testing and was flushed out of the microcatheter's lumen underwent (ftir) fourier transform infrared (spectroscopy) analysis. Based on the results obtained from the ftir and x-ray analysis, it can be concluded that the foreign material is not part of the prowler 14 catheter; the analysis revealed that the foreign material has a biological composition similar to a protein or serum. It appears to be from procedural use. Although no conclusion can be made regarding possible procedural factors/concomitant devices that may have contributed to the insertion difficulties, with analysis of the returned device, there is no indication that it was related to any manufacturing issues. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Microvention coil (cosmos), 2 hydrosoft coils 2x1, traxcess 14, silverspeed 10, mirage .008", & neuron 670 guide catheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15158376 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of this report.

Manufacturer narrative:
It was reported that during a thrombolysis procedure of the vertebral artery, initially the vertebral artery was not shown with angiography. Then when aortic angiography was performed using the envoy guiding catheter ((B)(4)) the vertebral artery was confirmed with nothing unusual at this point. With follow-up angiography of the vertebral artery and entire brain was performed using an unknown angiography catheter, foreign matter was noted through the image. Based on the x-ray image received the material measured 6.5mmx1.48mm. It was reported by the physician that there was a high possibility that the foreign matter was a part of a competitor's product, but requested evaluation of the envoy guiding catheter to determine if there is any damage inside or outside of the device. There was no missing section of the envoy catheter upon removal. The device was stored per labeling instructions and was copiously flushed with saline during prep. There is no further information regarding the prepping procedure of the devices used. There is no information regarding the contrast used. It was reported that no debris was noted in the contrast, syringe or injector. The envoy was connected to a flush line which was checked for debris. It is not known if a continuous flush was maintained through the envoy. There is no further information available. One non sterile unit of envoy 5f 056 str was received coiled in an unknown pouch. Blood residues were found in the inner side of the catheter. The catheter external components (body shaft and hub) were visually inspected using a microscope device and no damages/anomalies or missing parts were detected. The catheter was flushed according to dp (B)(4) in order to verify the part for foreign materials inside the catheter and no foreign materials were found. The catheter was cut lengthwise in order to inspect the inner side of the unit for damages and/or missing coating (ptfe) and no missing coating or damages were observed throughout the catheter inner length. The inspection was performed using a microscopic device. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With analysis of the returned device it could not be confirmed that the foreign material was from the envoy; no coating damages or missing parts were observed on any part of the internal or external catheter. Controls are in place for inspection of the catheter for this type of conditions; the produced catheters are 100% inspected before leaving the facility. Also, several inspections are performed through all the guiding catheter assembly process operations. Based on the size indicated on the received image and the 1.4mm ID of the 5 fr envoy, it does not appear that the material would have been expressed from the inner lumen of the device. As reported, procedural factors including concomitant devices may have contributed. The cause of the reported event could not be determined. There is no indication of any manufacturing related issues based on the analysis of the returned device and device history records review. Therefore, no corrective actions will be taken.

Event description:
During a re-canulation of a basilar tip aneurism the residual part of the aneurysm was 3/12 mm x 3 mm they jailed the prowler 14 in the aneurism. The physician attempted to coil the aneurism but the coils (non-cordis products-2 hydro-soft coils 2x1were) kept getting stuck in the prowler 14 they took it out they used a traxcess guide wire it seemed to be stuck as well they tried another guide wire (silver speed 10) and they used a mirage .008. Three guides could not pass at the same point of the coil and the third and final wire (mirage) was stuck in the prowler and it could not be removed from the prowler. There was no patient injury and the procedure was not able to be completed.